Event description:
It was reported that during a routine device check, it was noted that the rv (right ventricular) threshold and impedance values had been stable but steadily increased to high values over three months. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 407645 implantable pacing lead, (B)(6) 2008. (B)(4).